Manufacturer narrative:
This patient was a bi-vad patient and this report is covering the patient's outcome for both pumps; the other serial number was (B)(4). No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed frequent pulsatility index (pi) events; however, a specific cause for these findings could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established. The account reported that the patient had elevated pi values and an increased frequency of pi events. The controller event log file contained events from (B)(6) 2019. Average pi ranged from 2.0-8.4, with 122 pi events captured within the approximate 1-hour time period. No other notable events or alarms were observed, and the pump appeared to function as intended at the set speed. It was later reported that the patient ultimately expired on (B)(6) 2019. Details regarding the patient outcome, including the cause of death, were unable to be provided; however, the death was reportedly not considered to be device related. Hm3 lvas, serial number mlp-012018, was not returned for evaluation. The relevant sections of the device history records for mlp-012018 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters, including pulsatility index (pi). Section 1 and section 4 of the IFU, ¿system monitor¿, state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Sections 1 and 4 of the IFU also state that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. If another pi event is detected, the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. The drop in speed can be accompanied by a reduced pump flow. Additionally, there are no audible alarms with a pi event. Section 4 further states, ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer related report number: 2916596-2023-01901 it was reported that the patient passed away on (B)(6) 2019. The cause of death was not provided; however, the account stated it was not device or therapy related. The patient was on biventricular assist device (bivad) support, with a left ventricular assist device (lvad) and right ventricular assist device (rvad) implanted. The account reported that the patient had elevated pi values and an increased frequency of pi events on the lvad. Analysis of the lvad log files revealed 122 pi events captured within an approximate 1-hour time period on 28jun2019. Analysis of the rvad log files revealed a 3 second pump stop on 28jun2019 consistent with a pump reset due to an electrostatic discharge (esd) event.